Event description:
It was reported that during an aortic stenting treatment procedure, deflation issues occurred. The non-bsc stent was located in the non-tortuous and non-calcified aorta artery. The physician advanced the 27/7/2/65 equalizer balloon to the lesion and inflated the balloon with a syringe to unspecified atms with small successive inflations. After inflation the balloon did not deflate. The physician removed the balloon with an unspecified 18 fr introducer. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).